Event description:
This medwatch was originally reported on (B)(6) 2013 under mfg report #1645337-2013-00102 (which was found to have already been used per e-mail from the FDA). Auto immune symptoms. Pain, capsular contracture, swelling of joints, bladder infection, rash, memory loss, diarrhea and bilateral rupture.

Manufacturer narrative:
Na.